Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported since they have began byte treatment they have experienced significant pain in their teeth and gums. The bonding on their front tooth has been compromised and had to be recently redone. It now appears that their crown may need to be replaced. The aligners have caused clear physical damage. This is a contraindicate patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.